Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of a 2.00x20mm mini trek balloon dilatation catheter (bdc), the package was opened for preparation when it was noted that there was a crack in the tip and the shaft of the device [the end of the thread was detached from the point of the needle]. An unspecified abbott device was used successfully for the procedure. There was no patient involvement and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported breaks and separation were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. Return device analysis noted that the bdc was returned with blood in the guide wire lumen, in the tightly folded balloon folds, on the hub and throughout the entire length of the bdc, which can indicate that the bdc was loaded onto the guide wire and possibly inserted into the patient anatomy. Additionally, there was contrast in the inflation lumen, on the strain relief, on the hub and throughout the entire length of the bdc, consistent with preparation of the device. A kink was noted on the support skive/wire/bayonet, proximal to the guidewire exit notch on the returned device. Based on the reported information a conclusive cause cannot be determined since the reported damage could not be confirmed on the returned device; however, it is possible that the bdc was inadvertently mishandled during possible prep and/or during loading of the guide wire which resulted in the noted kink. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.b5 - describe event or problem: updated.

Event description:
Subsequent to the initially filed report, the following information was received: the balloon rod was fractured in the package. No additional information was provided.